Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) was suspected to have classified ventricular tachycardia (vt) as a fast atrioventricular rhythm. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.